Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable connectors were cleaned and the x-ray tube was recalibrated. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a filament regulator failure error message during an exam. There is no report of patient injury.